Event description:
In 2008, the sales representative reported that during a thoracolumbar procedure the scrub tech was trying to thread the driver on the screw but the threads on both drivers seemed stripped. The surgeon finished the case as intended by using an extra driver that was in the operating room. There was a surgical delay of 2 minutes. There was no report of patient injury.

Manufacturer narrative:
Product is an instrument and is not implantable. The review of the device history records indicate the part met specification. Visual and functional examination indicates the lead thread on the screwdriver retaining shaft is deformed and the shaft end is flared. Functional testing found the deformation inhibits the retaining shaft from threading onto the screw head. Further investigation is pending.